Manufacturer narrative:
Explant was reported due to calcification. The investigation confirmed that all three leaflets contained calcifications and had fibrous thickening. There was a tear present in leaflet 1 and a hole in leaflet 3. There was fibrous pannus ingrowth on the outflow surfaces of leaflets 1 and 2 and circumferential pannus on the inflow surface which narrowed the inflow diameter and extended onto the leaflets. There was incomplete coaptation due to the stenotic leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined, however both were associated with a calcification.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, the distributor was notified that substitution was necessary due to valve calcification. The patient was reported to have symptoms of dyspnea and tiredness in addition to psychological impact due to another surgery in a short time with procedure related risk. On (B)(6) 2019, the valve was explanted and a new 25 mm trifecta valve (serial number: unknown) was implanted.